Event description:
Facility alleged that a pt's sock got caught in a cracked foot tray. Pt was not injured. Lift has been removed from service.

Manufacturer narrative:
Replacement foot tray was shipped out to resolve this issue. Lift is back in service.